Event description:
It was reported the customer had motor error alarm. Customer also reported a off no power alert occurring in their alarm history. The customer also had a bad battery alarm and no delivery alarm. Customer also reported experiencing unexplained high blood glucose. Customer's blood glucose was unknown at the time of the call. The customer declined to troubleshoot. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.